Manufacturer narrative:
The hillrom technician found the external alarm and pcb assembly needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Make sure the brake is not set, and then plug the bed into an applicable power source. A steady alarm comes on. Set the brake. The alarm stops. Repair or replace as necessary. The p500 surface is for household and healthcare facility use. The p500 surface is a finished size of 35.5" (90 cm) wide by 84" (213 cm) long, with a thickness of 8" (20 cm). The surface is designed for use on pan-deck frames that accommodate this surface size. It is not intended for use on spring-deck frames. The intended users of this product are healthcare employees, non-clinical caregivers, and occupants who have the physical strength and cognitive skills to operate and control the product. Follow safety protocols if an intended user does not have the physical strength or cognitive skills to operate and control the product safely. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in february 2020. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external alarm and pcb assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed had no audible brake not set alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).